Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was leaking after filling. The device had been filled with fluorouracil when the leak was observed. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a leak. The root cause was determined to be a ruptured reservoir. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The 510(k) number for this device cannot be determined as the product code of the device is unknown. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.